Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe was broken off at 16.5 mm from the distal end. The probe had contact mark. The fracture surface of the probe showed that crack developed. The grasping section had contact mark. The proximal side of the tissue pad was worn. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the user activated output while the subject device was grasping a thick and hard object, consequently the tissue pad at the proximal end was worn. It was also known that the proximal side of the non-insulated area of the grasping section and the probe came into contact since the tissue pad at the proximal end was worn, consequently the probe cracked, and besides the probe was broken when the probe was subjected to a load. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
The following event was reported. During a total laparoscopic hysterectomy, the three tb-0535fcss were used. The probe damage error occurred on the first device. The physician exchanged it with the second device and continued the procedure after the probe was checked on it. The probe of the second device fell off outside the patient after it was retrieved from the patient body. The procedure was completed with the third device. There was no patient injury reported. According to the reported event, three tb-0535fcss were used, but four tb-0535fcss were returned to olympus medical systems corp. (Omsc). No further information was provided. On january 26, 2018, omsc found that the probe of the third tb-0535fcs was broken. This is the report regarding the breakage of the probe for the third tb-0535fcs.